Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2007 and system diagnostic results revealed high impedance (dcdc ¿ 7). The device was left disabled. No patient adverse events were reported. No known surgical interventions have occurred to date.